Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right atrial lead exhibited high capture threshold, and the impedance increased to double from the baseline impedance. The right ventricular lead also exhibited high capture threshold and high pacing impedance. The leads were capped and replaced on (B)(6) 2025. The patient was stable.